Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350 cc saline prosthesis, catalog #3501655, lot #206336. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 350 cc saline prosthesis. Left sided deflation was noted the patient post procedure. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 10/19/2018. Device evaluation summary: it was reported that a 54-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Left sided deflation was noted the patient post procedure. Upon receipt by mentor, the device returned without fluid. Red, white, brown, and yellow material was observed within the device. White material was observed on the shell surface. Upon visual examination, the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. At this point is not possible to determine the etiology of the red, white, brown and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).